Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is still in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on an unspecified date, the locking knob of an a2114 mayfield infinity xr2 skull clamp was tight and the torque screw assembly was broken. It was unknown if the device was in contact with patient and whether there was any patient injury or surgery delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The unit received with the lock sticking and was hard to lock and unlock; 80# torque knob was missing all the internal parts; general maintenance and cleaning required. The device history record showed no abnormalities relate to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. Most likely root cause of complaint event is excessive time between service resulting in wear and tear.